Manufacturer narrative:
(B)(6) has been returned and investigated. The reader was visually inspected and observed liquid contamination in the usb port. The liquid contamination in the usb port would prevent the customer from charging the reader which would lead to the reader not turning on. The reader was de-cased. Visual inspection was performed and liquid contamination was observed due to liquid ingress on the pcba(printed circuit board assembly). Therefore, this issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a signal loss issue with the adc device, with use with reader. As the customer therefore did not have high/low glucose alarms, the customer experienced a seizure and loss of consciousness, and ambulance was called. The customer was treated with glucose infusion by healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a signal loss issue with the adc device, with use with reader. As the customer therefore did not have high/low glucose alarms, the customer experienced a seizure and loss of consciousness, and ambulance was called. The customer was treated with glucose infusion by healthcare professional. There was no report of death or permanent injury associated with this event.